Event description:
Customer reported, the vertical lift will not go up or down.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended.